Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now alarm without receiving a low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now alarm.